Manufacturer narrative:
An event of complete heart block was reported. The field indicated that while crossing the valve with the balloon for the pre balloon aortic valvuloplasty (bav) patient developed complete heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2024, a 23mm navitor valve was selected for an implant using a small flexnav delivery system. During the procedure, while crossing the valve with the balloon for the pre balloon aortic valvuloplasty (bav) patient developed complete heart block. The device was successfully implanted with a depth of 4mm. A permanent pacemaker was implanted on post procedure day one. The patient is stable.